Event description:
It was reported that shaft fracture occurred. The 3.50 x 12 mm synergy xd drug-eluting stent was selected for use. As the device was passing through the guide catheter, a shaft fracture occurred making it impossible for the device to progress to the target lesion. The device was fully recovered without the need for additional intervention or damage to the patient.

Event description:
It was reported that shaft fracture occurred. The 3.50 x 12 mm synergy xd drug-eluting stent was selected for use. As the device was passing through the guide catheter, a shaft fracture occurred making it impossible for the device to progress to the target lesion. The device was fully recovered without the need for additional intervention or damage to the patient.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended user error caused or contributed to the event as it is most likely that the damage occurred due to product handling, with unintentional excessive force likely applied to the delivery system during the attempt to pass through the guide catheter. This excessive force may have resulted in the shaft break.